Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, while trying to resect the lung tissue, when the reload was loaded on the faulty handle, the surgeon was able to press the green button, the trigger could not be squeezed thus it would not fire and the reload could not be used. The operator had to open an additional handle and the same reload was utilized to resolve the issue. There was no patient injury.